Event description:
It was reported that during a da vinci-assisted colostomy closure surgery procedure, bleeding was observed from the staple line. A sureform 60 stapler instrument and blue sureform 60 reload was used to staple bowel tissue. The surgeon cauterized the area and used hemostatic agent (surgicel) to stop the bleed. The procedure was completed robotically. There were no clamping issues or error messages received during stapling of tissue, nor any malformed staples seen. There was no tissue abnormality, and no buttress material was used. On the second post-operative day (pod), the patient`s hemoglobin dropped to less than seven grams per deciliter and two units of blood was transfused. The patient underwent a laparoscopic surgery to evacuate a large abdominal hematoma. There were no active bleeding sites seen at that time. It was reported that the patient received a blood thinner (lovenox) prior to surgery as a prophylactic treatment for deep vein thrombosis. The patient did not have any known clotting or bleeding issues. The surgeon attributed the leak to the blue sureform 60 reload.

Manufacturer narrative:
Based on the current information provided, the cause of the intra-operative complication cannot be determined. Isi has not received the sureform 60 instrument and reload involved with this event for failure analysis evaluation as the device was discarded. A follow-up MDR will be submitted if additional information is obtained. On 01-feb-2023, advanced system log review was performed by isi advanced failure analysis engineer and reported the following information: logs show a sureform 60 stapler was installed 3x on the system and fired 3 reloads (3 blue). On the first install there was a completed clamp followed by a successful fire with 1 pause for compression. On install #2, the system failed to detect the reload color and the user manually selected the blue reload via the surgeon side console (ssc) touchpad. Clamping was successful and firing was completed with no pauses for compression. On install #3, there was a successful clamp, followed by a successful fire with no pauses for compression. There were no stapler related errors in the log file data. This event is being reported due to the following conclusion: during a da vinci-assisted colostomy closure procedure, there was a staple line leak. The surgeon had to cauterize the area and used hemostatic agent (surgicel) to stop the bleed. On post-operative day (pod) 2, the patient`s hemoglobin dropped. The patient received a blood transfusion and was brought back to the operating room for a laparoscopic evacuation of abdominal hematoma.